Event description:
I have been having pain for two years and last night "something" in my vagina cut my husbands penis. He has an inch long cut on the shaft of his penis and it happened during sex. The only sharp object in me is essure. (B)(4).